Manufacturer narrative:
E. Due to privacy regulations, healthcare professional information was not provided medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire pushwire broke/separated in the distal section. The patient was undergoing surgery for treatment of an ischemic stroke of the middle cerebral artery. It was noted the patient's vessel tortuosity was moderate. There were 2 passes with the device. It was reported that the package was opened and stent taken out and hydrated normally. It was delivered it to the right place with rebar27, normal thrombectomy. The first attempt failed to recanalization. During the second thrombectomy, the stent broke at the detachment point and remained in the patient's body. The blood vessel was occluded. The pushwire was not torqued during the procedure. There was no resistance encountered. All broken segments of the pushwire were removed from the patient. The detachment part broke and the pushwire was pulled out directly. The stent remains in the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient had blood vessel occlusion and it was not recanalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient recovered from the procedure with vascular occlusion. The cause of the separation was not determined. The solitaire was on torqued or reposistioned during delivery or retrieval. The patient did not have vessel stenosis proximal to the thrombus site. The microcather tip covered the solitaire device proximal marker during the attempted retrieval. The solitaire is in the m1. The patient did not undergo any further intervention to remove the solitaire. No vessel revascualarization was perform.